Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. On (B)(6) 2022, the initial calcium result was 5.08 mg/dl. The result was reported outside of the laboratory. The doctor questioned the result as it did not match the previous result. The sample was repeated. On (B)(6) 2023. The original sample was transferred to a microtube and the repeat calcium result was 8.37 mg/dl. The reagent lot number is 63598501 and the expiration date is 31-jul-2023.

Manufacturer narrative:
The last calibration performed was acceptable. The qc recovery data was not provided for the day of the event. The customer exchanged the photometer lamp and cuvettes. A calcium precision check was performed successfully. The gear pump was changed on 28-dec-2022. The investigation found that the customer has 4 unsupported non-roche reagents installed on the analyzer. It was also found that they were using a microtainer tube for testing. The root cause of the event was found to be consistent with pre-analytical sample handling. Based on the available data, no product problem was found.